Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description and provided ventilator logs. According to the information received from our field service engineer (fse) the control pc board was replaced. No other information is available and no parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).